Manufacturer narrative:
An event regarding an assembly issue involving a centrax head was reported. The event was not confirmed. Method & results: product evaluation and results: the centrax head with catalog number 6626-2-652 and lot k46drv was returned for evaluation. Scratches are visible on the head. Damage is also visible on the outer rim of the head. The damage is consistent with attempted implantation and subsequent explantation of the device. Clinician review: not performed as no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the centrax head with catalog number 6626-2-652 and lot k46drv was returned for evaluation. Scratches are visible on the head. Damage is also visible on the outer rim of the head. The damage is consistent with attempted implantation and subsequent explantation of the device. The event itself cannot be confirmed as insufficient information was provided. It is noted that when bipolar cup was changed to one size bigger the problem was solved. Further information such images and/or video of the event taken when the alleged event was identified is required to complete the investigation for confirming the event and determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that during the procedure, locking ring was not assembled into bipolar and the surgeon tried some times but locking ring was not assembled. The bipolar cup was changes to one size bigger one and the problem was solved.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during the procedure, locking ring was not assembled into bipolar and the surgeon tried some times but locking ring was not assembled. The bipolar cup was changes to one size bigger one and the problem was solved.